Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert and the pump battery gauge decreased from 55% to 15% while the pump was charging. There was no impact to the customer's blood glucose level. Customer indicated non-tandem pump would be used for back-up therapy.